Manufacturer narrative:
Additional information was received from the customer on (B)(6) 2019 indicating that there was no injury to the patient. Patient outcome was not affected by the slippage. There was no revision or medical intervention done. A1072 mayfield skull pins with unknown lot number were used. The pins were disposed of and not available for evaluation.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Preventative maintenance and cleaning required at this time. A device history record review could not be performed at this time as the serial number provided (B)(4) does not appear to be a valid integra number. The reported complaint was not confirmed. Root cause was unknown however, the most probable root causes are: incorrectly assembled device. Improperly tested/inspected device. Improper technique used during procedure. Off-label use of device during procedure (user error). Device used with incorrect/unauthorized devices/accessories for procedure.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A materials coordinator reported that one of the posterior pins slipped from the a1108 mayfield triad skull clamp. Additional information received on (B)(6) 2019 that the incident happened on (B)(6) 2019 indicating that a (B)(6) male patient slipped from the mayfield pin. There was unspecified patient unspecified injury. Revision/medical intervention was required. Additional information has been requested.